Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD would not perform pace impedance tests or r-wave measurements. The ICD was disconnected and reconnected to the lead system several times, but the tests were not performed. It was also noted that the rate electrograms exhibited through the ICD showed an abnormal, sine-wave form rather than the normal pqrs complex. The ICD was not used and was returned to cpi for analysis.